Event description:
It was reported that the patient experienced pain in the upper shoulder with radiation into the chest and neck related to impingement syndrome of the left shoulder. It was also noted that the patient initially had a thrombus in the left arm. It was reported that the event was induced by the implantable cardioverter defibrillator (ICD) being implanted too high and toward the middle of chest. Orthopedic treatment and heart surgery treatment were required. The device remains in use. The patient is enrolled in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 693565, implantable tachy lead, (B)(6) 2010; 407652, implantable pacing lead, (B)(6) 2010; 419688, implantable pacing lead, (B)(6) 2010. (B)(4).